Event description:
The complaint was reported as: the customer alleges that when the pt is using the device the gas flow is ok, but instead of the gas flow going into the bag, it goes into the mask. Another device was obtained for pt use. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) investigation do not show records of issues with the material at the time it was assembled. The complaint cannot be confirmed with the info provided. The root cause is unk. In order to perform a proper investigation to determine a corrective action, it is necessary to evaluate the sample involved on the incident.